Manufacturer narrative:
Event date: the exact date of the event is unknown. The provided event date (B)(6) 2016 was chosen as a best estimate based on the date that the manufacturer became aware of the event. Explant date: 2016. Model number/catalog number: sc-2138-70, serial number: (B)(4), batch/lot number: 137275/137278, model/catalog description: phase iii linear lead - 70cm. The explanted devices were not returned to bsn. It is indicated that the devices will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is only further relevant information from that review, a supplemented medwatch will be filed.

Event description:
A report was received that the patient had inadequate pain relief. The patient underwent an explant procedure.